Event description:
The initial reporter stated they received discrepant test results for 13 patient samples tested on a cobas c 503 analytical unit. Test results for the following assays were affected: cholesterol, triglycerides, alt, calcium, ggt, phosphorus, magnesium, uric acid, hdl, ldh, tobramycin, and vancomycin. The specific reagents used and units of measure were not provided. See the attachment for all patient data. The customer amended the result data.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer determined the cuvette washing station was overflowing. The engineer replaced a probe and adjusted rinse levels. The reaction cells were washed and a cell blank was performed. Calibration and controls were run. Controls were acceptable. The investigation determined the service actions resolved the issue.